Event description:
Healthcare professional (hcp) reported home pt (hp) came to the clinic with a tubing from the homechoice cassette that had a hole in it. The hp had used the cassette that night. Hcp administered prophylactic antibiotics: 1 gm vancomycin and 80mg gentamycin intraperitoneally x 1. The hp was in the clinic within 6 hours of finding the hole in the tubing; therefore, they did not obtain a culture of the effluent. Hcp provided instructions for hp to inspect effluent and report anything unusual. As of 08/17/2000, hcp reported no pt injury resulted from this event.